Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a previously implanted 39mm palmaz genesis peripheral stent implanted in a syndromic patient with native aortic coarctation fractured and caused significant recoarctation requiring reintervention approximately nine months after implantation. A new 39mm palmaz genesis peripheral stent mounted on a 12mm x 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter was used; however, there was difficulty in expanding the stent with the powerflex pro balloon, which resulted in fracture of the second 39mm palmaz genesis peripheral stent. The patient was admitted to the cardiac intensive care unit (ICU) due to the need for surgical intervention involving resection of the two fractured stents, removal of the entire affected segment of the aorta from the arch to the descending aorta, and reconstruction of the aorta with a homograft from the tissue bank. Aortic reconstruction was successful, and the patient was discharged from the hospital following the surgical intervention and a stay in the ICU. The native coarctation was located at the aortic isthmus. The 39mm palmaz genesis stent used for reintervention was mounted and prepared according to the instructions for use (IFU). There was no damage to the powerflex pro balloon, no leakage of contrast material, and no difficulty in removing the balloon catheter after stent deployment. The devices will not be returned for evaluation.

Manufacturer narrative:
Corrected data: "24 - cause traced to intentional off-label, unapproved, or contraindicated use" added to conclusion coding.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, g6, h1, h2, h3, h6, h10, and h11 complaint conclusion: as reported, a previously implanted 39mm palmaz genesis peripheral stent implanted in a syndromic patient with native aortic coarctation fractured and caused significant recoarctation requiring reintervention approximately nine months after implantation. A new 39mm palmaz genesis peripheral stent mounted on a 12mm x 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter was used; however, there was difficulty in expanding the stent with the powerflex pro balloon, which resulted in fracture of the second 39mm palmaz genesis peripheral stent. The patient was admitted to the cardiac intensive care unit (ICU) due to the need for surgical intervention involving resection of the two fractured stents, removal of the entire affected segment of the aorta from the arch to the descending aorta, and reconstruction of the aorta with a homograft from the tissue bank. Aortic reconstruction was successful, and the patient was discharged from the hospital following the surgical intervention and a stay in the ICU. The native coarctation was located at the aortic isthmus. The 39mm palmaz genesis stent used for reintervention was mounted and prepared according to the instructions for use (IFU). There was no damage to the powerflex pro balloon, no leakage of contrast material, and no difficulty in removing the balloon catheter after stent deployment. The devices will not be returned for evaluation. The devices were not returned for analysis only images sent in for review. 4 images were received for review: angiogram (image 1): demonstrates a fractured stent in situ at the aortic isthmus with evidence of severe recoarctation. Explant (image 2): shows a surgically excised aortic tissue segment containing an embedded fractured stent, consistent with resection as described in the event report. 3d CT reconstruction (image 3): depicts a fractured and deformed stent structure within the thoracic aorta, correlating with the imaging performed prior to the reintervention. Explant (image 4): displays two excised tissue fragments placed on surgical gauze. The larger specimen demonstrates a cylindrical vascular segment with metallic stent struts embedded within the vessel wall, consistent with the resected aortic tissue. The struts appear incorporated into the tissue, suggesting endothelialization. The smaller fragment represents additional excised tissue, but further characterization is not possible based on the image provided. A product history record (phr) review of lot n0323304 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent fracture¿ and subsequent ¿arterial restenosis¿ with severe recoarctation was observed in the images provided for review. Based on the information available, the reported events and subsequent recoarctation were most likely the result of anatomical and procedural factors. As listed in the instructions for use, ¿the palmaz genesis peripheral stent is indicated for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch and for palliation of malignant neoplasms in the biliary tree.¿ in this case, the stents were used off label for the treatment of native aortic coarctation, an anatomical region subject to substantial hemodynamic stress and repetitive mechanical forces. These forces, compounded by the rigidity of the aortic isthmus, likely exceeded the fatigue tolerance of the peripheral stent platform, resulting in structural fracture and restenosis. Procedural factors, including repeated balloon dilation and reverse bending, may have further contributed to excessive stress on the device. Using the product outside of its indicated use may involve additional risks not described in the labeling. Furthermore, the safety and effectiveness of this device has not been demonstrated for use in the aorta. According to the precautions and potential complications in the instructions for use, which is not intended as a mitigation of risk, ¿the device should only be used by physicians who are trained in interventional techniques such as percutaneous transluminal angioplasty, placement of stents, and transhepatic access. In the event of complications such as infections, pseudoaneurysm or fistulization, surgical removal of the stent may be required. Standard surgical procedure is appropriate. Potential complications, associated with peripheral artery and transhepatic biliary stent implantation may include, but are not limited to the following: sepsis/infection, stent migration/embolization, drug reaction, allergic reaction to contrast medium. Potential complications associated with peripheral artery stent implantation may include, but are not limited to, the following: embolization of atherosclerotic or thrombotic material, acute or sub-acute stent thrombosis, amputation, arteriovenous fistula, emergency surgery to correct vascular complications, gi bleeding from anticoagulation/antiplatelet medication, hemorrhage/hematoma, artery injury, including perforation and dissection, rupture of retroperitoneum or neighboring organ, intimal tear, pseudoaneurysm formation, restenosis of the stented artery, thrombus, tissue necrosis, and total occlusion.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.